Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was implanted in (B)(6) 2025 and in (B)(6) 2025 after being cleared to shower, the patient was showering and the ins pocket site felt warm to the touch. The patient followed up with the physician and they determined that the patient did not have an infection. The patient had only used program 2 at 1.2ma. The patient has had therapy off since the last week in (B)(6) 2025. The patient initially continued to have the warm sensation after therapy was turned off and then the warmth subsided after a couple of days. The rep indicated the patient felt stim vaginally on all four electrodes. Impedances showed four green checks and the rep provided the following values: ref 0 c556ohms 3 1071ohms 2 1299ohms 1 1029ohms ref 1 c 676ohms 3 1167ohms 2 1358ohms ref 2 c 870ohms 3 1277 ohms ref 3 c 622ohms. The issue was not resolved through troubleshooting. The rep asked if the ins should be replaced. Troubleshooting considerations were reviewed with the rep, and it was noted that it would be expected that the ins would heat significantly so an ins replacement may not resolve the issue. The rep would follow-up with the managing healthcare provider (hcp).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated they were notified that the patient was seen by the healthcare provider (hcp) on (B)(6) 2025 [regarding the ins pocket site feeling warm to the touch]. The decision was to turn off the therapy and reassess the patient 24 hours later. The rep stated the patient responded that the area was still warm to the touch, which was reported to the hcp. To the rep's understanding, the hcp was working up the patient for infection and referred the patient to infectious disease. Weeks later, the rep was asked to meet with the patient in office, and the first time they met with the patient was (B)(6) 2025. At that time, the rep contacted [the manufacturer] and the rep was assured that the warming was not caused by the implant. The rep passed along the recommendations to the hcp and the patient was once again referred to infectious disease for follow up.